Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported about a week ago patient was losing urine very rapidly during the night. It was indicated that symptom reported had gradual onset but the night prior to the call the symptoms became sudden and the patient wet quite a bit. It was noted that the patient notified the manufacturer representative about the symptom returning on the morning of this call. The patient was advised to turn stimulation off. The patient stated "don't you think if I turn stim off I will have to go to the hospital because my bladder will explode?¿ the stimulation was off, was on program 4 at 1.1v. The patient reviewed she pressed stim off button last night after her sudden loss of urine. The patient turned stim on and stated she did not usually feel stim but she could feel stim now. The patient also mentioned other medical issue that was not device related. A follow-up report will be sent if additional information becomes available.